Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. The customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading. The customer administered a manual injection to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.